Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, the surgeon had some difficulties with deployment which resulted in the silicone retention tubing of one fastener falling off of the inserter needle into the joint space. It appears that the red trigger on the applier jammed, surgeon switched to a second applier at which point the silicone tubing came off. The surgeon was able to easily retrieve the tubing from the body and successfully complete the repair without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. The attending mitek rep. Observed and believes that the cause for the silicone tubing coming off of its location was due to another instrument that the surgeon was holding upside down. Outside of this witness observation, we cannot discern any other root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.